Event description:
Reporter indicated that this patient was experiencing a lack of efficacy after being implanted for eight months. At that time, the prescribing physician did not feel that it was a lack of efficacy as the patient had not been implanted for at least one year. Fourteen months after being implanted, patient again is experiencing a lack of efficacy stating, "been implanted x 1 yr with vns setting of 1.25 and has shown no response." Six months ago, prescribing physician reported that patient was receiving stimulation and additionally, diagnostics were within normal limits. No current information has been received to date from prescribing physician regarding different parameters settings tried or current device diagnostic confirming proper device function. Vns device remains programmed on and implanted.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.